Event description:
Ventilator went "inop" while on a patient. Staff immediately bagged the patient while a replacement ventilator was obtained. The defective ventilator was quarantined and a service request was placed with biomedical services.======================manufacturer response for ventilator, 840 (per site reporter).======================manufacturer's field service representative was called, came on-site, and repaired the unit.